Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise. Externalized conductors were noted at explant. Lead was repaired and then capped.

Manufacturer narrative:
No medwatch form was received.